Manufacturer narrative:
Results of investigations: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was turbine differential pressure and exhalation differential pressure failure. The root cause in final investigation report was assigned as supplier manufacturing process.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator presented with a "vent inop" error related to the turbine differential pressure transducer. The customer reported that there was no patient involvement.